Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer's complaint of instrument wires were exposed. The instrument was found to have a broken pitch cable at the distal end. The broken cable segments that contains the crimp were still installed in the clevis. The instrument passed recognition however, failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts, likely caused by the broken pitch cables. A review of the instrument log for the tip-up fenestrated grasper (part#470347-07/ lot# s10140626-0013) was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0070. The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history identified no other complaints for this product. No image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because the instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but some of the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy procedure, the tip up fenestrated grasper was found to have exposed wires, and the system did not recognize the instrument. A different backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury. On 05-aug-2020, intuitive surgical, inc. (Isi) received medwatch (mw) uf report 3301250000-2020-8010 stating: the medwatch report only listed instrument part number 470347 twice; no description of the issue was provided other than the instrument was not a laboratory device or laboratory test. Other relevant history, including pre-existing medical conditions: preexisting characteristics that may have contributed to the event: (was blank).